Event description:
It was reported that during a device upgrade procedure, the rv lead was explanted and replaced due to a drop in lead impedance, from 760 to 400 ohms and a decrease in the r wave amplitude (3.9 to 2.6mv). The patient's status was reported as 'no concerns known'. No patient complications were reported as a result of the event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned for analysis. Analysis determined that the setscrew marks on the lead pin are too proximal. This indicates that the lead was not fully inserted into the device header.